Event description:
It was reported that the patient presented in clinic. During follow-up the atrial lead dislodged. The lead was turned off. On (B)(6) 2021, the patient presented for lead revision. During procedure, the lead helix would not retract. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.